Manufacturer narrative:
Concomitant medical products: non-bd needleless connector. An unspecified failure was reported. The set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted stress markings around the male luer. No other issue was observed. Functional and pressure testing resulted in no leaking. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be performed due to no lot number being provided.

Event description:
An unexpected extension tubing set with an unspecified issue was returned by the customer. The customer stated that there is no event information available.